Event description:
It was reported that the patient presented in clinic due to a patient alert. A sudden decrease in pacing lead impedance was observed, followed by a sudden increase to the original value. In clinic, impedance was stable. The patient will be closely monitored. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.